Event description:
This was a left-sided lead extraction of a total of four leads (2-rv and 2-ra, model #s unk) due to chronic pain and tv insufficiency. The pt was intubated and prepped per hrs recommended guidelines. During the extraction of the leads, the pt became hypotensive and an effusion was noted on fluoroscopy. Within 4 minutes the physician had open heart access via a sternotomy, successfully repairing the mid-svc injury within 38 minutes. The pt was stabilized, reportedly recovered and was discharged.